Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. The review found two occurrences of a defect, in subassembly lots used as raw material for the reported finished product lot, that may have caused or contributed to the reported complaint. However, these defects did not exceed the allowable number of failures per our procedure. The finished product inspection did not find any defects for pledgets, or missing/separated/pulled out strings. A cluster assessment found 1 similar or related complaint for the reported lot. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that upon removal, the inner portion of the tampon pulled away from the cover, leaving the inner layer in the vaginal canal. She is planning to visit her doctor to ensure all pieces are removed.